Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of bearings running rough and vibration from the device has been confirmed. The likely cause was found to be misaligned bearings. It was also noted that internal tube bearings were corroded, and the laser markings were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3: notified date used as date of event, as event date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device bearings were running rough and vibration was observed in the device. The patient impact is unknown at the time of report. Additional information received on evaluation that bearings were misaligned.